Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.

Event description:
The g5 shows message panel connection lost with alarm 4010 twice during ventilation. Also the files shows invisible tf2453 itf_al_ipp_reconnect_to_ipp and customer is wondering if it's an issue and if both error codes are related. The biomed technician tested the device without seeing any issue.

Event description:
The g5 shows message panel connection lost with alarm 4010 twice during ventilation. Also the files shows invisible tf2453 itf_al_ipp_reconnect_to_ipp and customer is wondering if it's an issue and if both error codes are related. The biomed technician tested the device without seeing any issue.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than st 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective vu esm board. In consequence (correction) the vu esm board was replaced. There was no patient or user harm reported.